Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to zoll for evaluation. Investigation results as follows: historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found no physical damages to the platform. A review of the platform archive log showed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) messages on (B)(6) 2016 but not on the reported event date of (B)(6) 2016. During functional testing the autopulse, the platform displayed ua 7 upon power-up. Further testing showed that both load cell modules were defective causing the platform to display ua 7. In summary, the customer's reported complaint of autopulse displaying ua 7 was confirmed during archive review and functional testing and was attributed to defective load cells. After replacing the load cells, the platform passed load cell characterization and 15 minutes run-in test with lrtf (large resuscitation test fixture, equivalent to 250 pounds patient).

Event description:
It was reported that during shift check, the autopulse platform displayed user advisory(ua) 7(discrepancy between load 1 and load 2 too large) on powering up of the device. There was no patient involvement reported.